Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of and treatment for the event were not reported. It was reported that the patient was hospitalized for the event. On the same day as the event onset, the patient's pd catheter was removed and they were transferred to hemodialysis. At the time of this report, the patient has recovered from the event. No additional information could be provided as the reporter declined follow-up.